Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 500 mg/dl at the time of incident. Troubleshooting assisted customer with pump programming and walked them through setting up the pump. No further details given.